Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed a seroma. Tests confirmed the absence of infection. The pt was scheduled to have surgery on (B)(6) 2011 to address the seroma. Add'l info has been requested, but was not available as of the date of this report.